Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic complaining of syncope. Upon interrogation, the right ventricular lead exhibited noise and capture anomaly. All other electrical measurements were in range. The lead was capped and replaced. The patient tolerated the procedure well and would continue to be followed normally.